Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured driveline power b faults on 24mar2024. The log file from the new controller and modular showed the driveline fault alarm did not return and the data that monitors the driveline power lines had returned to normal.